Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was less than 40 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer last changed his infusion set four days prior to the event, and he was disconnected during priming. The customer had dinner three hours prior to the event. When the history files were checked, it was discovered that two boluses were delivered in a row. The customer's wife did not recall two boluses being delivered. Nothing further was reported.